Manufacturer narrative:
Product ID 8709, serial# (B)(6), implanted: (B)(6) 2003, explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 23-apr-2005, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 500 mcg/ml at 75 mcg/day via an implanted pump for an unknown indication for use. It was asked but unknown when the event/difficulty occurred. The patient experienced a return of spasticity and occlusion of the catheter. The patient reported previously having dye study performed, but did not remember when or with what doctor. No records of dye study. The patient reported dye study was successful. The catheter was explanted and replaced on (B)(6) 2025 with an 8780. The issue was resolved at the time of this report.

Manufacturer narrative:
H3. Analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter, and a leak was developed. Analysis identified an area of compression on the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.